Manufacturer narrative:
The system was evaluated at the site. The system was found to be out of calibration. The device malfunction was confirmed and directly related to the reported event. The system was recalibrated and tested to be accurate and fully functional.

Event description:
A medtronic rep reported that while during a spine surgery, the surgeon alleged the o-arm 1000 imaging system was inaccurate after taking one spin. The surgeon was performing a c2 to t2 fusion and stated that the images from the o-arm were not accurate. They performed 4 spins on the pt and could not get the accuracy the surgeon expected. The surgery was completed with no impact on the pt outcome.